Event description:
Reporter indicated that vns patient had passed away. Cause of death was not indicated at time of initial report. No autopsy will be performed. Ncp system will be explanted prior to creamation. Attempts to obtain additional information have been unsuccessful to date.